Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.